Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the blockage alarm does not sound. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified no indication that the complaint was related to a service of the device within the view period. No physical damaged was found on the device. Event history confirmed that there was a record of the repeated high-pressure alarm and alarm cancellation. Primary problem of blockage alarm not sounding was not confirmed. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard. Possible defective cassette or circuit product. Performed all function test and all passed.